Event description:
On (B)(6) 2010, patient reported blood in the infusion tubing and cannula. Patient was hospitalized after she removed the infusion headset and "blood spurted everywhere." Patient was given medicine for pain and to lower blood glucose. Hospital was able to "get the bleeding under control." Patient inserted infusion headset using insertion device. Infusion headset was located on her side and was in use for less than 24 hours when incident occurred. Patient was not on infusion device at time of report, as she was waiting for additional training. Follow-up was completed to clarify report. Patient reported blood glucose elevated above 500 mg/dl during incident and target blood glucose is 110 mg/dl. Patient was given an injection of insulin to lower blood glucose while at the hospital. Patient was kept at the hospital for a couple of hours. Patient was not given treatment to make the bleeding stop, and patient reported the bleeding stopped on it's own. Infusion set was requested for evaluation.